Event description:
The surgeon, reported via the sales business manager, that the k-wires snapped while trying to place them into bone through the matta pelvic retractors.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. The event was reported via an eps. The feedback from the eps was used to improve the usability of the pelvis ii carbonfiber retractors, ecr (B)(4) was opened. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reworked.

Event description:
The surgeon, reported via the sales business manager, that the k-wires snapped while trying to place them into bone through the matta pelvic retractors.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.